Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no nonconformances. The UDI was unavailable in the system.

Event description:
It was reported that while using the hemfsm10 for cerebral location monitoring port 2 was giving numbers all over the place. It keeps counting up and down from about 48 to 21 even on the rep when she tried to troubleshoot the foresight cable. There were no alerts either. They exchanged the foresight sensor but were still getting low sto2. The rep then exchanged the suspect hemfsm10 and monitoring was restored. This was during use. There is no patient injury. Patient demographics were unavailable.

Manufacturer narrative:
One hemosphere foresight module was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a known working system and connected to sto2 simulators. Both cables read in the expected range of 65 +/-5. Moving and bending the cables had no effect. They let the simulators run for over 18 hours and the readings did not go out of range. There was no defect found.